Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
Device inserted into the 6fr sheath to the white lock, disk deployed, sheath removed, (temporary hemostasis achieved). The physician advanced the key into the lock, re-gripped the lock and pulled toward his right hand. The doctor then collapsed the disk and pulled the metal handle. At this point, the doctor noticed that the device would not move while holding the clear tube. The cardiva representative then had him pull the entire device out, which included the collagen, and convert to manual pressure. It was observed that the distal outer sleeve was separated from the joiner, but was still on the device. No patient injury reported.